Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during post-procedure, multiple false impella in aorta placement alarms were noted. Transesophageal echocardiogram (tee) confirmed proper placement intraoperatively. Placement monitoring alarms were disabled by perfusion pre-transfer. On arrival, left ventricle (lv) and aortic pulmonary stenosis (ao ps) waveforms were not displayed. Flow was appropriate for the selected p-level, and motor current remained appropriate for device/device model and support level. Pressure support (ps) waveform spontaneously returned, followed immediately by a controller error alarm. Consulted to clinical support center (csc) and recommended an automated impella controller (aic-to-aic) transfer in the absence of active alarms and re-enable placement monitoring afterward. Re-enabled placement monitoring alarms per csc recommendation. Aic to aic transfer performed by perfusion without complications. Upon post-transfer an aortic ps artifact persisted but no placement alarms. About 10 minutes post-transfer, ao and lv ps returned the pressures correlated with patient¿s arterial line tracing. The patient's outcome at the time of explant was expired.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
The device was returned and an evaluation/analysis was completed. A product history review noted there were issues related to the complaint discovered when reviewing the product history of console ic1604. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer. The causes of the 'false impella aortic alarm' and 'ps artifacts' were not determined due to the inability to reproduce them. They could potentially be related to the pump. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D1 brand name was corrected accordingly. Related report number. This is one of three device reports associated with the event. Refer to h10 for the related report number(s).